Event description:
Pt. Had investigational heartmate 2 lvad implanted. Device appeared to be pulling large amounts of air from somewhere and were passed into the pt. -the vents were unable to rid the large amounts of air.- after multiple attempts were made to find where the air was coming from and alleviate the possible entry sites, the device was changed. A second heartmate 2 was implanted and the air emboli problem ceased. Unfortunately, the pt. Had a severe neurologic hit displayed by a grand mal seizure under general anesthesia. After discussion with the family, treatment was withdrawn the next day.